Manufacturer narrative:
(B)(4). Date sent: 4/26/2021. D4: batch # u5dg3k. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and without reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above where the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out-of-specification issue with components that affected the functionality of the firing switch actuator.

Manufacturer narrative:
(B)(4). Batch # unk. Have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Subtotal gastrectomy. How was the bleeding identified? Intra-op and post-op. How was the bleeding addressed? What was the location of the bleeding? The bleeding was on the anastomosis after the stapler¿s firing. What was the approximate blood loss? Was a blood transfusion required? Yes, it was required a double transfusion. Where on stomach was the gastric transection completed? It was a subtotal gastrectomy. What color cartridges were used throughout procedure? There were used green reloads. What is the current patient status? The patient now is at home in stable condition.

Event description:
It was reported that after firing the stapler, during the anastomosis in gastrectomy, the blade did not retract. It was necessary to use the manual override. There was post-operative bleeding.